Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device's battery cannot be charged. There was no reported patient involvement. The fse evaluated the device onsite and determined the battery was aging and could no longer be charged. The fse replaced the battery, and the device was returned to full functionality. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective battery. The reported problem was confirmed. Based on the information available and the results of additional analysis, no further action is necessary at this time. The fse replaced the battery to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.